Event description:
Pt underwent left total shoulder arthroplasty. Pt returned to physician with grinding in the left shoulder and radiographs incidated broken screw component inferiorly suggestive of premature loosening. Revision surgery was performed.